Event description:
The customer reported the ventilator alarmed and displayed blower temperature message. The customer reported that the device was in use on pt, but there was no pt harm.

Manufacturer narrative:
Pr# (B)(4). Pt info was requested and the customer refused, reporting the info is confidential.